Event description:
Wound care rn had placed a wound vacuum on patient and noted the canister seemed to not be working appropriately. Pump was also troubleshot and found to be working appropriately. Canister changed out and system worked together appropriately. Rn suspicious of canister issue.